Manufacturer narrative:
Device identifier #: (B)(4). Perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A physician reported early disengagement of the perforator on mid or end of may 2020. The event led to 30 minutes surgical delay and the procedure was completed by changing into a hand drill. No patient injury reported.